Manufacturer narrative:
The account did not request a site visit by a johnson & johnson representative. The account provided that their own engineers checked the catalys laser and found the vacuum board was not functioning properly. The laser alignment was checked and found within manufacturer's' specifications. The site's engineers replaced the vacuum board and they provided that it is functioning properly. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system (serial number 44070914) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that a suture was required on a catalys patient as visceral fluid came out when the doctor placed a blunt instrument in the patient's eye to begin dissection. The doctor wondered if the laser settings were off, causing the incision to be too deep. Upon checking the laser treatment page and the pictures as well of the perimeters of the incisions the doctor noted that everything looked as they should. Account provided that prior issues with the suction ring on the liquid optics interface (loi) loosing suction/not obtaining suction prior to the start or surgery might have affected the treatment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.